Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon attempted to implant the first pkr insert and it didn't seat. Another insert of the same thickness was attempted to be inserted with the same result. Finally, an insert one size thicker was inserted satisfactorily.

Manufacturer narrative:
An event regarding seating issues involving a triathlon pkr insert was reported. The event was confirmed. A material analysis was performed. The report concluded: ¿damages to the inserts were observed throughout the articulating and distal surfaces as well as around the medial and anterior locking grooves. The medial edge evidenced possible interference with the baseplate. The posterior locking grooves were undamaged. The inserts did not appear to be misaligned. No evidence of manufacturing or material defects were observed on the features evaluated.¿ no medical records or x-rays were made available for evaluation. Device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The inner profile of the insert undergoes 100% inspection during manufacturing. The reported device was within specification when it was accepted into final stock. Functional inspection of an insert from the same lot pulled from finished goods confirmed the device was functionally acceptable. The observed damage resulted from use of the device.

Event description:
Surgeon attempted to implant the first pkr insert and it didn't seat. Another insert of the same thickness was attempted to be inserted with the same result. Finally, an insert one size thicker was inserted satisfactorily.